Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke in half. A guidezilla¿ ii long guide extension catheter was selected for a procedure. At the end of the procedure, the physician was removing all of the equipment and it was noted that the guidezilla had broke in half. The procedure was already completed. There were no patient complications and the patient was unharmed.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe completely pulled out from the collar, a kink in the hypotube located 23.5 cm from the strain relief, slight damage to the tip/markerband, and the entire distal shaft was damaged (flattened/stretched) with numerous kinks. The overall length of the (returned) distal shaft was 48 cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter broke in half. A guidezilla¿ ii long guide extension catheter was selected for a procedure. At the end of the procedure, the physician was removing all of the equipment and it was noted that the guidezilla had broke in half. The procedure was already completed. There were no patient complications and the patient was unharmed.